Manufacturer narrative:
The customer informed the remote service engineer (rse) that the issue occurred while the device was in use on a patient. The device continued to ventilation and the device was then removed from the patient without incident. In the customer biomedical engineer (bme) shop, it was confirmed that there was a check vent: backup alarm failed error in the device event log. The rse recommended replacement of the central processing uni (cpu) printed circuit board assembly (pcba) to correct the issue. A field service engineer (fse) went to the customer site and replaced the cpu pcba to resolve the reported device issue. The unit passed the required follow up tests successfully and was returned to use. In a good faith effort (gfe) response from the customer received, it was stated that the patient information from the time of the reported event was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent backup alarm failed message. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the issue occurred while the device was in use on a patient. The device continued to ventilation and the device was then removed from the patient without incident. In the customer biomedical engineer (bme) shop, it was confirmed that there was a check vent: backup alarm failed error in the device event log. The rse recommended replacement of the central processing uni (cpu) printed circuit board assembly (pcba) to correct the issue. A field service engineer (fse) went to the customer site and replaced the cpu pcba to resolve the reported device issue. The unit passed the required follow up tests successfully and was returned to use. The investigation is ongoing.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned for evaluation at the philips product investigation lab (pil). A pil technician installed the returned cpu pcba into the pil test device, and shortly after pressing the power on button the device produced a backup alarm failed alarm. The pil technician verified that the alarm repeated during repeated use of the power on/off button. The pil technician did induce a hardware power fail condition with the test ventilator. During the hardware power failed condition, the light emitting diode (led) on the bezel flashed bright red as expected, however the secondary alarm did not provide an audible tone as expected. The pil technician verified that the failure of the alarm was due to a faulty secondary alarm buzzer. The technician verified that the resistance across the leads of secondary alarm buzzer resulted in a 332-ohm resistance which is indicative of a faulty secondary alarm buzzer. The pil technician also verified that the speaker was nonfunctional when 10 volts direct current (dc) was applied across the leads of the secondary alarm buzzer on the secondary speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.